Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was hospitalized for diabetic ketoacidosis. Contact alleged the infusion set was ¿bad¿ and declined to provide further information at the time of the report and requested tandem technical support to follow up. Although multiple attempts were made to follow up for additional information, the contact did not reply to the requests.